Event description:
It was reported that an implanted defibrillator could not be interrogated with the programming head. When a new programming head was placed on the same programmer, the interrogation was possible. The device was returned to the manufacturer. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis confirmed the reported event, it was noted that the cable was loose from the programming head. It was also noted that the plastic anti-slip layer was missing.